Manufacturer narrative:
Additional narrative: corrected : device evaluated by MFR. Product complaint # (B)(4). Investigation summary: examination/investigation of the returned device confirmed the reported event. The noted damage is consistent with device wear out from normal use and servicing and the investigation did not establish a need for corrective action. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the reamer would not stay on the adaptor.